Event description:
It was reported that balloon rupture occurred. A 50% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, a non-boston scientific drug-eluting stent for in-stent restenosis (isr) was placed when the device was slightly inserted from the anomalous origin of the proximal left circumflex artery. Insertion was difficult because the lesion was located at the bend toward the ostium, but it was managed to be inserted on left circumflex artery and reached the lesion. The balloon ruptured upon inflation at 6 atm. The device was pulled out without difficulty. No patient complications were reported.